Event description:
It was reported that the patient's stimulation sensation was fading following a fall where they slipped the month prior to report. It was stated that the patient had 5-6 episodes that began about two weeks prior to report. It was also stated that the patient's symptoms were in the "area of paresthesia". The caller stated that the patient's stimulation "dimming" was not painful "just noticeable and overall the patient was getting good therapy" but the patient couldn't pinpoint any specific position that she was taking when fading occurred. It was also noted that the "fading sensation happened and was over so quickly" that she was unable to use her programmer to identify the position of the implantable neurostimulator. Additional information was requested and if received, a supplemental report will be filed.

Event description:
Additional information was received which reported that impedances were checked and normal in two different positions, standing and leaning forward. Adaptive stimulation was turned off and the patient hadn¿t had any further issues. However, the patient reportedly turned adaptive stimulation back on after a few days of trialing with it off. The patient decided that since the fading wasn¿t painful, she was just going to live with it, so she could get the benefit of adaptive stimulation. The reporter indicated that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).